Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 200 mg/dl earlier to 149 mg/dl at the time of the call. System check was performed with tandem technical support and the root cause could not be determined. Customer changed supplies and resumed insulin delivery successfully.